Event description:
Patient states that she has been in constant pain since the date of implant for her right knee replacement. Patient reports that she has extreme difficulty walking and even has to use a walker in order to move around. Patient goes on to state that she has pain throughout the leg from knee to the ankle region. The patient states that her doctor told her that her patella is inflamed. Patient states that she has experienced multiple episodes of falling injuries.